Event description:
A report was received that the patient's ipg was explanted as the ipg location was irritating the patient. The patient is doing well following the explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and performance tests performed. The ipg passed all functional tests.

Event description:
A report was received that the patient's ipg was explanted as the ipg location was irritating the patient. The patient is doing well following the explant procedure.